Event description:
Written report received stating "reservoir split" after filled with 230 ml of solution consisting of 5fu (5500mg) and d5w. Reporter states the solution leaked out of the housing of device thus leading to exposure of nursing staff. Per reporter the reported condition did not cause any injury to the staff and no medical intervention was required. Reporter states the staff immediately washed their hands after exposure. No patient involvement. No other information provided.